Event description:
Reportedly, the ICD involved in this MDR report has been explanted following patient death while on holidays abroad following multiple shocks from device. Suspected cause of death is myocardial infarction. Device was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.